Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was received indicating the right ventricular (rv) lead had triggered an alert for out-of-range impedance. The account was notified and the lead remains in use. No patient complications have been reported as a result of this event.